Manufacturer narrative:
Product complaint #: (B)(4). D4: UDI: as the catalog/model number was not provided, the (B)(4)gtin is not available. Investigation summary: according to the information reiceved, it was reported that failure of our altrx polyethylene in a patient operated just a year ago in hospital (name removed). Last wednesday june 5th, the surgeons changed this one for a new one, and after seeing how the polyethylene was after removing it, it is necessary to study and analice what happened with this product. The patient underwent surgery on (B)(6) 2023 for a right coxarthrosis and a corail-pinnacle was implanted. She is 50 years old and she is a very active woman (she runs about 20-30 km per week), but even so, the state of wear/breakage of the polyethylene should not be justified in such a short time. The product was not returned to depuy synthes; however, photos were provided for review. See attachment (20240605_200608.jpg, 20240605_200608.jpg, 20240605_191825.jpg, 20240605_191822.jpg). The x-ray review investigation revealed a not centrical position on the femoral head regarding the inner surface of the cup and the photographs of the of the involved poly liner and femoral head, a disassociation event between the poly liner and acetabular cup was able to be confirmed. It is not unreasonable that noise would be present due to the ceramic head articulating against the metal cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. It is highly recommended to the patient to consult with their healthcare professional for further assessment. The overall complaint was confirmed as the observed condition of the unk hip acetabular cup would contribute to the complained device issue. Based on the investigation findings, a definitive conclusive potential cause could not be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Failure of our altrx polyethylene in a patient operated just a year ago was reported. Surgeons changed this one for a new one, and after seeing how the polyethylene was after removing it, it is necessary to study and analyze what happened with this product. The patient underwent surgery on (B)(6) 2023 for a right coxarthrosis and a corail-pinnacle was implanted. Doi: (B)(6) 2023. Doe: (B)(6) 2024.